Event description:
Device diagnostics indicated a large number of noise reversions had occurred over a 2-month period. The stored egm's depict cyclic noise which saturates the bipolar egm. It was also noted that the noise seems to subside during device charging. The decision was made to explant the device.